Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the hf-resection electrode loop exhibited signs of bending beyond its usual 90-degree angle when the package was opened. The issue was found during preparation for use for a therapeutic transurethral resection procedure and the procedure was completed with a similar device. There were no reports of patient harm.